Manufacturer narrative:
Other applicable components are:product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
The patient reported he was unable to adjust his patient program (pp) settings. The patient stated he went to his doctor's office to have it checked and the nurse told him his pp was not working. The patient also reported his antenna cord was bent and some parts of the connector end piece were missing. The patient service walked patient through connecting their pp to their implant first with antenna but the screen was blank during call. The patient stated he had just put in brand new aaa alkaline batteries but still seeing the blank screen. The patient reported he has had to urinate every 45 minutes to an hour and each time it has been less than 75 cc. The patient reported he has to urinate in the day time and night time. The nurse was unable to adjust stimulation/setting with programmer. There was no telemetry. The patient was getting poor communication screen. The antenna connector was bent and antenna jack in programmer appears damaged. Additional information received on (B)(4) 2016 reported that the replacement of the patient programmer and antenna did not resolve the frequency. The patient took it to the urologist and his nurse helped patient but no results. The patient still get up 8-10 times at night and would go about 75 cc. The patient was thinking she should go 2-3 times and have a full bladder. At least the patient know how to program it but right now the patient think it was a terrible mistake putting it in. The patient stated right now is not okay. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.